Event description:
It was reported that a patient contacted support regarding an ilet with a cracked screen and discussed replacement. The agent explained that a replacement ilet would need to relearn the patient¿s insulin needs, after which the patient declined replacement and planned to pursue a new device through insurance. Customer care provided support that included troubleshooting with education. Investigation of this case revealed a damaged display consistent with screen cracking, with no evidence of device performance issues affecting glycemic control at the time of the call. No clinical symptoms reported, and glucose was reported as stable. Outcomes included no medical intervention. It was concluded that the event involved physical damage to the device screen without patient harm and that replacement was declined by the patient in favor of pursuing insurance.